Event description:
It was reported via repair work order that the base tube was cracked near the head-lift caster. Furthermore, no adverse consequence or clinically relevant delay in treatment was reported.